Manufacturer narrative:
Standard disclaimer on file.

Event description:
Diabetic administered insulin based on device result indicating blood glucose levels were in the 200's. Diabetic later went unconscious and was awakened by spouse. Orange juice was consumed after awakening. No medical assistance was sought. Quality assurance tests performed by the diabetic using glucose control solutions indicatged that the test strips had been damaged by improper storage. Labeling indicates that the device's performance is unacceptable if glucose control solutions provide results outside of range.